Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire, approximately 3.3cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage." There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-00501 and 3005099803-2015-00624 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, after the physician retrieved the calculus, he noticed that the hydrophilic tip of the first jagwire guidewire detached into the left hepatic duct exposing the tip of the metal corewire. The physician opened a second jagwire guidewire however, the hydrophilic coating was peeled. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.